Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned, at this time, to the manufacturer for evaluation. A lot history review (lhr) of reby2206 showed no other similar product complaint(s) from this lot number. Device has not yet been returned for evaluation.

Event description:
It was reported that there was saline leaking when flushing catheter for initial use between the hub and the catheter. It was reported that there was no patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed to be use related. One 10 cm 20 ga powerglide catheter was returned for investigation. Use residue was not observed on the device. The catheter was flushed with water using a 12 ml syringe and no leaks were observed. The catheter was manipulated while pressurized and a leak was observed near the distal end of the pink tapered hub. Microscopic observation of the leak location revealed a split. The catheter was cut longitudinally to observe the internal surface. The internal damage was observed to be more extensive than the outer surface which is indicative of the damage being caused from within the catheter. Longitudinal damage proximal to the leak location was observed on the internal surface. The characteristics of the damage observed are consistent with damage caused by retraction of the catheter against the needle bevel. The IFU states ¿once the catheter is advanced, do not re-insert the needle back into the catheter or pull the catheter back onto the needle.¿ a lot history review (lhr) of reby2206 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that there was saline leaking when flushing catheter for initial use between the hub and the catheter. It was reported that there was no patient injury.